Event description:
It was reported that on (B) (6) 2009, the patient suddenly experienced noises with his speech processor and switched it off. Later, he switched it on again and everything seemed normal. On (B) (6) 2009, everything was normal as well, however, on saturday the patient experienced the noises again. An exchange of the external parts did not solve the issue. Thus, the patient has not used his system since saturday. On (B) (6) 2009, the external parts were checked and exchanged, however, the noises were still there. Testing was carried out which confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.